Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device check, post generator change, high thresholds and loss of capture were observed only in certain patient positions. The lead / header connect issue was suspected. Patent felt unwell with hot flashes and bradycardia was noted. The implantable pulse generator (ipg) was reprogrammed and the revision was planned the next day. The lead and ipg remains in use. No further patient complications have been reported as a result of this event.